Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console exhibited with aspiration failure while using the cutter. The surgery was completed without patient impact. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Additional information was provided in sections h.6., and h.10. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. The company representative was able to resolve the reported event remotely with the customer. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The system was found to meet specifications in that investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).